Event description:
This pt had a liver transplant one yr ago and was immune-suppressed. C-qur was implanted on (B)(6) 2011. The pt developed a fever of 102 and was admitted to (B)(6) hosp in (B)(6). He was in the hosp for 6 weeks and eventually brought back to (B)(6). There was no ingrowth into the mesh, and no adhesions. The pt did have marked inflammation, due to the infection.

Manufacturer narrative:
Post-operative infection after hernia repair using mesh is a well known risk and the rate of infection can be influenced by a variety of surgical and pt factors. The rate of infection is increased in pts who are immunosuppressed, smokers, diabetic, and/or obese. The pt in this case was considered to be immune-compromised by the doctor due to a recent liver transplant and as such was at significantly higher risk for development of an infection. Also, the mesh in this case was passed through a tight skin incision which may have allowed bacterial skin flora to be transferred directly to the mesh surface during implantation ultimately leading to the infection requiring the mesh to be explanted. Based upon the exam of the segment of mesh returned, there are no reasons to believe the c-qur mesh implant itself was the root cause of the infection in this case.